Event description:
Subsequent information received indicated that the rv lead was dislodged. A surgical intervention was performed and the lead was explanted and replaced with success. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, high pacing threshold measurements, and decreased sensing amplitudes. Additional information obtained from a local field representative indicated that microdislodgement was suspected and a lead revision may be performed. However, at this time, no intervention has been taken and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.